Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Reporter stated one locking and one non-locking caster broken off the bed.